Event description:
The customer reported that the freedom driver exhibited a squeaking sound while supporting a patient at (B)(6). The customer also reported that "fine dust" appeared on the air outlet. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a squeaking sound, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.